Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the cannula shaft. The c-ring was transected, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. No other visual defects were observed. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿break; cannula-c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro with vasoshield c-ring broke in half. A replacement device was used to complete the procedure. Nothing fell inside the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro with vasoshield c-ring broke in half. A replacement device was used to complete the procedure. Nothing fell inside the patient. The hospital did not report any patient effects.